Event description:
Withdrawal was reported. The patient was in the hospital over the weekend. Patient was discharged from the hospital (B)(6) 2012. There were no real reservoir volume discrepancies. A CT myelogram/dye study was done and the catheter appeared to be patent. Event logs of pump were normal. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information further indicated that the hcp was planning to perform an indium study as the next step. A follow-up report will be sent if additional information becomes available.